Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a power test error/low battery, and it does not recharge. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the efficia dfm 100 device, noting that the device does not pass the power test and the battery is not recharged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The efficia dfm100 battery board assy (sn (B)(6)) was returned to philips for additional analysis. The field service engineer (fse) evaluated the device onsite. It was determined that there was a power test error/low battery, and it does not recharge due to malfunction of battery board and battery. The battery board and battery were replaced and the device returned to full functionality. However, the complaint was escalated for technical complaint investigation and the results indicate that there was no problem found with the battery board assy. Alleged failure could not be recreated during failure analysis. Device functioned to supply therapy as expected per design.